Manufacturer narrative:
This report is for one (1) unknown aiming arm sleeve. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is synthes sales representative. This report is for one (1) unknown aiming arm sleeve. PMA/510(k) number is not available. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after the surgery, it was noted that the blade/screw guide sleeve did not line up with the sleeve of the aiming arm. Possible deformity inside the sleeve. It was unknown if there was a surgical delay. Procedure was successfully completed. Patient outcome was excellent. This report is for one (1) unknown aiming arm sleeve. This is report 2 of 2 for (B)(4).